Event description:
It was reported that at the patient's device check, non-capture of the right ventricular (rv) lead causing a pacing failure was observed. Ventricular capture management was reprogrammed to monitor only and the thresholds were adjusted to restore ventricular pacing. The rv lead remains in use and will be closely monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: addrl1 implantable pacemaker (B)(6) 2008; 5554-45 implantable pacing lead (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: #(B)(4). The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.